Event description:
MRI was performed under anesthesia with conscious sedation. Patient was connected to schiller monitor to obtain vital signs during MRI procedure. After the procedure was completed, a nurse in the operating room notified MRI technologist that the patient had some form of skin irritation. Patient was treated with silvadene cream in the recovery room for the skin irritation. Patient was discharged from the recovery unit to home.